Event description:
Possible failure of internal distraction mechanism, significant amount of black debris in surrounding tissue.

Manufacturer narrative:
A visual inspection of the returned magec rods revealed to be partially distracted with score marks on the distraction rod. X-ray images revealed that both rods had broken locking pins. A device history record review revealed that the magec rods met all the required quality inspections and was released within specifications.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays provided to confirm the alleged event.

Event description:
Received a report that indicated possible non distraction due to pin failure. Patient underwent a revision procedure on (B)(6) 2019 with no reported issues.